Manufacturer narrative:
Patient's city: (B)(6)

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 10-may-2024, it was reported that the infusion set's tubing got detached and came apart at the tubing connector while the patient was in restroom. The site location was left side of patient's abdomen and the pump was in the left pocket. The infusion had been used for four days. Reportedly, the infusions were stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was stress or pull on the tubing as the pump fell and the pump was dropped with the set connected to patient's body. No further information available